Event description:
Boston scientific received information that the right ventricular (rv) lead pacing impedance measurement increased progressively until it was greater than 2500 ohms. When the chronic device (h195) had reached elective replacement indicator (eri), it was explanted due to normal battery depletion. After the new device (p165) was connected to the rv lead pacing impedance measurements were greater than 3000 ohms. All other lead measurements were appropriate. Therefore, the rv lead and new device remain implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.